Event description:
As reported per the edwards field clinical specialist (fcs), post transapical valve deployment there was moderate paravalvular leak (pvl), and a second valve was placed. Balloon aortic valvuloplasty (bav) was done with a 22x4 zmed with rapid ventricular pacing (rvp). No significant regurgitation was present after bav. The 26mm valve was inserted into the sheath and advanced across the native annulus. The device was placed with aortography and with rvp. There was moderate pvl after implant. A cc was added to the delivery system and the valve was re-dilated. There was no significant change in amount of pvl. Additional dilation was performed with no volume added. There was little change in the pvl. A second 26mm valve was prepped and implanted with rvp one cell lower into the lv. The valve was dilated again with no volume added. The final tee result was mild pvl, no cai. The sheath was removed and perclose sutures deployed. The stable patient was taken to the unit for management. The root cause of the pvl was attributed to the patient¿s bulky valve/leaflet calcification. The patient also had severe aortic root calcification. The coaxial alignment of delivery system and valve was described as fair.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the pvl was attributed to the patient¿s bulky valve/leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.